Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018 and device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pregnancy ((B)(6) 2005, (B)(6) 2010). Concurrent conditions included acne and carpal tunnel syndrome. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ascorbic acid and retinol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 8 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), alopecia ("hair loss"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, dyspareunia, back pain, dysmenorrhoea, pelvic pain, abdominal pain, iron deficiency anaemia, psychological trauma, alopecia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, fatigue, weight increased, tooth disorder, headache, visual impairment, vaginal haemorrhage, ovarian cyst and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for fallopian tubes perforation, bladder problems, uti, vaginal discharge and vaginal infection. Discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Plaintiff have another pregnancy will captured in case no. (B)(4) this case link to the main case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2018 and device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pregnancy ((B)(6)2005, (B)(6)2010). Concurrent conditions included acne and carpal tunnel syndrome. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ascorbic acid and retinol. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 8 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), alopecia ("hair loss"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, dyspareunia, back pain, dysmenorrhoea, pelvic pain, abdominal pain, iron deficiency anaemia, psychological trauma, alopecia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, fatigue, weight increased, tooth disorder, headache, visual impairment, vaginal haemorrhage, ovarian cyst and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for fallopian tubes perforation, bladder problems, uti, vaginal discharge and vaginal infection. Discrepancy: date of insertion previously reported as 27-mar-2010 now it is reported ??-may-2010. Plaintiff currently planning for essure removal. Plaintiff have another pregnancy will captured in case no. (B)(4) this case link to the main case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. New events abnormal bleeding (vaginal), ovarian cyst, bloating was added. Onset date of event was updated. Lab data, treatment drug, concomitant condition, historical drug, reporter, patient demographics was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication'), genital haemorrhage ('gen. Abnormal. Bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), alopecia ("hair loss"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches") and visual impairment ("vision probs"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, dyspareunia, back pain, dysmenorrhoea, pelvic pain, abdominal pain, iron deficiency anaemia, psychological trauma, alopecia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, fatigue, weight increased, tooth disorder, headache and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for fallopian tubes perforation, bladder problems, uti, vaginal discharge and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, anemia, genital bleeding, psychological trauma, pregnancy with contraceptive device, device ineffective, fallopian tubes perforation / migration, bladder problems, urinary tract infection, vaginal discharge,device monitoring procedure not performed, vaginal infection, fatigue, hair loss, tooth disorder, hormonal imbalance ,headaches, vision problem and weight gain) updated, insertion date of essure, reporter detail and date of birth of patient updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.